Manufacturer narrative:
(B)(6) section d4: the healthcare facility reported that complete device identification information was not available. Section h11: fisher & paykel (f&p) healthcare is currently in the process of obtaining further information regarding the reported event. The subject 900mr810 evatherm breathing circuit is currently en route to f&p healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a 900mr810 evatherm breathing circuit was found damaged during patient transportation, triggering a "disconnection alarm" on the ventilator. The healthcare facility reported that the patient required ICU admission following the event to continue non-invasive ventilation therapy, and has subsequently been discharged home.